Manufacturer narrative:
Batch review performed on 10 december 2019. Lot 133180: 50 items manufactured and released on 17-sep-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed almost 5 years and 11 months after primary following pain due to an aseptic loosening of the stem. During the revision, they changed the stem, the head and the liner. The surgery was completed successfully.